Event description:
The manufacturer received information of a service required for a trilogy evo, great britain device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, great britain device at third-party service center, an error indicating that either the backlight in display or the communication to the touchscreen failed was discovered in the event log. The device's display board was replaced to address the issue. Additionally, unrelated to the malfunction, the device's detachable battery was not returned with the device; however, it should be replaced to address an evt_detach_batt_wake_volt_failed error. The system board needs to be replaced to address an evt_cal_data error. The device's cooling fan needs to be replaced to address an evt_fan1_failure error. An additional error, evt_sw_upgrade_failure, was documented during evaluation without a definitive component identified for replacement. The device's air inlet foam filter, particulate filter, and muffler assembly need to be replaced to meet the four-year preventative maintenance requirement. The device has been serviced, inspected, tested, and has met acceptance criteria in accordance with all applicable customer requirements.